Event description:
The customer was hospitalized for high blood glucose and dka. Customer stated that the time of manually priming pump she was not repriming tubing. Troubleshooting was performed and pump appeared to be operating normally.